Event description:
The customer stated she was hospitalized for low blood glucose. No blood glucose reading was reported. Discovered through troubleshooting that the customer recently changed the second basal rate profile to a higher amount. Also found that the time was off by an hour. The customer stated she changed the infusion set one day prior to the hospitalization. The customer also stated that she delivered two boluses the day prior to the hospitalization, but the insulin pump did not record the boluses in the history. The displacement test was performed and the insulin pump passed the test. Advised the customer to discontinue using the insulin pump due to the bolus history discrepancy.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.